Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion from the distal femoral artery to the popliteal artery with heavy calcification and 100% stenosis. A high torque (ht) command guide wire was advanced with resistance toward the target lesion. Reportedly resistance was due to the total occlusion. After many wire/catheter movements with direct steering and prolapsing technique, the command guide wire arrived 5mm above the open lumen of the popliteal artery. A non-abbott support catheter was advanced to support the command guide wire. The command guide wire was withdrawn from the patient anatomy to take an x-ray and resistance was noted with a non-abbott support catheter. Upon removal it was noted that the polyurethane distal outer part of the guide wire was elongated. Additionally, the guide wire distal tip coil broke/separated and the wire was sticking out of the polyurethane section. The core did not separate. Two non-abbott guide wires and a winn guide wire also failed to advance toward the target lesion. None of the wires could re-enter the lumen. The procedure was aborted. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned and confirmed the damaged coating and guide wire tip separation. A review of the lot history record was conducted and found no non-conforming reports that would appear to have caused or contributed to the reported failure modes for this lot. A review of the complaint handling database was performed and identified no similar events for separation and coating damage. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device's performance with regards to the damaged coating may be related to handling by the user, prior to use. The guide wire tip separation may be related to a manufacture issue and will be addressed per operating procedures. The performance of these devices will continue to be monitored.